Manufacturer narrative:
The pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer had filled the cartridge with over 300 units of insulin and skipped over the air removal step in the load process. There was no reported impact to customer's blood glucose level. Customer loaded a new cartridge onto the pump and resumed insulin therapy.